Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil appears to be below the endometrium and partially coming out of the myometrium') and embedded device ('right fallopian tube essure coil noted in peripheral myometrium') in a female patient who had essure (batch no. 664442) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included left lower quadrant pain, lumbar pain, coccyx pain, depression, sinusitis, upper respiratory infection, anemia, myalgia, lymphadenopathy, insomnia, fatigue, tendinitis, skin papilloma, gastritis, gastric ulcer and amenorrhea. Family history included colon cancer. Concomitant products included fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coils appear to be in the wrong location, right essure coil is partially in the endometrium, essure coil appears to be below the endometrium"), pelvic pain ("worsening pain"), genital haemorrhage ("worseinig abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and device dislocation ("device dislocation") and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, device expulsion, embedded device, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: trailing coils: left: 3 right:3 lot number: 664442. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil is partially in the endometrium, essure coil partially coming out of the myometrium, right fallopian rube essure coil noted in peripheral myometrium, intrauterine pregnancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil appears to be below the endometrium and partially coming out of the myometrium') and embedded device ('right fallopian tube essure coil noted in peripheral myometrium') in a female patient who had essure (batch no. 664442) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included left lower quadrant pain, lumbar pain, coccyx pain, depression, sinusitis, upper respiratory infection, anemia, myalgia, lymphadenopathy, insomnia, fatigue, tendinitis, skin papilloma, gastritis, gastric ulcer and amenorrhea. Family history included colon cancer. Concomitant products included fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coils appear to be in the wrong location, right essure coil is partially in the endometrium, essure coil appears to be below the endometrium"), pelvic pain ("worsening pain"), genital haemorrhage ("worseinig abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and device dislocation ("device dislocation") and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, device expulsion, embedded device, genital haemorrhage, hypersensitivity, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: trailing coils: left: 3 right:3. Lot number: 664442. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil is partially in the endometrium, essure coil partially coming out of the myometrium, right fallopian rube essure coil noted in peripheral myometrium, intrauterine pregnancy. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient middle name, dob, medical history, lot number, concomitant medications, product insertion and removal date, events: intrauterine pregnancy, device ineffective, essure coil is partially in the endometrium, right fallopian tube essure coil noted in peripheral myometrium, rcc added. Event: perforation nos updated to event: essure coils partially coming out of the myometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain"), genital haemorrhage ("worseinig abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and device dislocation ("device dislocation"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the perforation, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and device dislocation outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain"), genital haemorrhage ("worseinig abnormal bleeding"), autoimmune disorder ("autoimune symptoms"), hypersensitivity ("hypersensitivity symptoms") and device dislocation ("device dislocation"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the perforation, pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity and device dislocation outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.